Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation (mv) noise signal was seen on the right atrial and right ventricular channel of this cardiac resynchronization therapy defibrillator (crt-d). The leads implanted are competitor leads. Analysis is pending from boston scientific technical services (ts). No adverse patient effects were reported. The system remains implanted. Boston scientific technical services (ts) discussed possible troubleshooting and discussed for reasons mv noise signal would be seen. Additional information noted that the mv sensor was turned off and all measurements appeared normal with no noise. It was noted that this issue first presented with an isolated out of range pace impedance measurement on the rv but everything seemed to normal at this time.

Manufacturer narrative:
Further review of the most recent remote monitoring data by boston scientific technical services (ts) noted a few intermittent abrupt jumps in the atrial and right ventricular pace impedance but otherwise all the values appeared good. Boston scientific technical services (ts) noted that based on the reported results that provocative testing was not able to recreate any noise on the leads but they could see some jumps in rv impedance is an issue likely related to the connection of the device in the header. Boston scientific technical services (ts) suspected a poor connection between the spring contact and the ring terminal of the right atrial and right ventricular leads. Boston scientific technical services (ts) discussed performing an x-ray. Boston scientific technical services (ts) noted that at this point the patient seemed safe as they were not pacemaker dependent, continued close follow ups were discussed as well as testing the device to look for noise and determined if a situation could be found where the pace impedance measurements remains high and running a pacing thresholds test at the high impedance. A follow up took place and when pushing on the device and applying pressure on the leads intermittent high pace impedance measurements were seen. Due to the intermittent nature of the pace impedance measurements the device output was reprogrammed and intermittent loss of capture was confirmed at two different outputs. A save to disk and x-ray were sent for review. Ts discussed the case and possible root cause of the case. Ts discussed to monitor the patient. Ts discussed that the x-ray was not conclusive to show full inserting of the leads thus invasive treatment was not recommended based on x-ray alone. The field representative will discuss the case further with the physician.

Event description:
Additional information noted that high out of range pace impedance measurements were noted on the ra and rv lead. The patient as brought in for review and the mv and respiratory response had already been disabled. Ts recommended to disable tachycardia therapy and have the patient be connected to a bedside monitor until further review. A possible lead fracture was suspected. Boston scientific technical services (ts) recommended that switching off minute ventilation until ra lead issue will be solved should be considered. Ts noted that regarding therapy programming ts suggested to consider to perform patient monitoring in hospital and discuss with the following physician. If this is not possible therapy on has to be considered only if system troubleshooting is assuring appropriate sensing and pacing capture in the right ventricle channel with no noise on egm and rv lead checks performed in multiple postures to verify appropriate system operation even during isometrics. At this time no further action was taken. It was noted that the patient was discharged home with the defibrillation therapy enabled and a follow up was booked.

Manufacturer narrative:
Additional information noted that a revision took place. A thorough inspection of the lead-header connection was performed with no abnormalities observed. The lead was removed from the pulse generator and electrical measurements were performed using a pacing system analyzer (psa). All measurements were within expected ranges. The lead was reconnected to the pulse generator; electrical measurements were taken through the device ¿ again all measurements were within expected ranges. Based on the observations, the device was placed back in the pocket. The patient was being monitored on remove monitoring in the event there is a re-occurrence of a change in rv pacing impedance.